Event description:
It was reported by the clinician that the sheath would not peel away properly and had to be cut with scissors. As a result, the pt experienced higher than normal blood loss. The procedure was successfully completed and the pt was transported to the rr in stable condition.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.